Manufacturer narrative:
(B)(4).

Event description:
It was reported that when patient presented to clinic for routine follow-up, non-sustained right ventricular oversensing was observed. Patient was asymptomatic. Recommended programming changes were made. Patient is stable and will continue to be monitored with routine follow-up.